Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy functional end to end anastomosis. According to the reporter: on the 3rd anastomosis, the knife was stuck in the middle. The handle could not be fully squeezed. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used. No bleeding was reported. Nothing fell into the patient cavity. Operative time was extended more than 30 minutes.